Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. When additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus representative reported that the touch panel on the visera elite ii video system center was not functioning. There was no patient involvement because the issue was found during maintenance.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and evaluated, and the reported phenomenon was confirmed. In addition, the following non-reportable phenomena were identified: minor scratches on the rear panel, top cover, display, power switch and front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panel display blacked out occurred due to a faulty printed circuit board. The cause of the defective printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.